Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not account for insulin on board (iob) when a food bolus was delivered. Tandem technical support verified that the bolus was entered as intended, but was unable to verify if the pump calculated for iob. Customer's blood glucose was 64 mg/dl. Customer declined troubleshooting with tandem technical support.